Event description:
Rptr received the er1 message while testing in the dietician's office. Rptr did a meter to lab comparison. Rptr first tested at home, fasting, and received a blood glucose reading of 103 mg/dl. One hr later, at the lab and still fasting, the result was 181 mg/dl.